Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker could not be re-docked with the delivery catheter while attempting to reposition the device. The device was retrieved, and a new one was implanted. There were no patient consequences.